Event description:
The customer stated that the cell dyn 3700 sl analyzer generated a hemoglobin (hgb) result of 8.9 g/dl on a pt. The sample was repeated and the hgb result was 12.0 g/dl. The initial results were not reported. There was no impact to pt management.